Event description:
It was reported that the patient experienced over sensing. The lead was programmed to maximum atrial sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.